Event description:
It is reported that an endeavor sprint drug eluting stent was implanted in a patient to treat a 12 mm lesion in the cx with 80% stenosis. The procedure was successful however, it was discovered that the implanted stent was used 2 days past its expiration date. No reported patient complications due to this event.

Manufacturer narrative:
Evaluation results: shelf life exceeded; failure to follow instructions (IFU instructs that shelf life be verified prior to use); no results available since no evaluation performed (device or procedural images were not returned for review). Evaluation conclusions: no device failure; user error contributed to event (IFU instructs that shelf life be verified prior to use); failure to follow instructions (recommended that shelf life be verified prior to use). (B)(4).